Event description:
On january 9th, the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported that the bg readings that she received from her dario meter when compared to her non-dario meter are not aligned.

Manufacturer narrative:
While on the phone with dario's representative, the user reported that she has an older dario meter which she also uses to test her bg, and is also giving her high bg readings. The user also added that she has been receiving bg readings of 107 mg/dl in the mornings and now she is receiving 254 mg/dl. Due to the above, the user opened a new cartridge of strips, however the user reported that the new strips were also giving her high bg readings of 101 mg/dl, 113 mg/dl and 147 mg/dl. The user reported that she tested using new control solution with a new package of strips, and received bg readings of 269 mg/dl and 237 mg/dl. The user added that she retested using the control solution under fasting conditions using a non-dario meter and received a bg reading of 230 mg/dl. The user, when speaking with dario's representative, also mentioned that the control solution that she used was expired. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. This case is still in progress, since the user has not yet received the replacement of the dario strips and control solution. If new information is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meters and strips to investigate. No resolution is available.

Manufacturer narrative:
While on the phone with dario's representative, the user reported that she has an older dario meter which she also uses to test her bg, and is also giving her high bg readings. The user also added that she has been receiving bg readings of 107 mg/dl in the mornings and now she is receiving 254 mg/dl. Due to the above, the user opened a new cartridge of strips, however the user reported that the new strips were also giving her high bg readings of 101 mg/dl, 113 mg/dl and 147 mg/dl. The user reported that she tested using new control solution with a new package of strips, and received bg readings of 269 mg/dl and 237 mg/dl. The user added that she retested using the control solution under fasting conditions using a non-dario meter and received a bg reading of 230 mg/dl. The user, when speaking with dario's representative, also mentioned that the control solution that she used was expired. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. This case is still in progress, since the user has not yet received the replacement of the dario strips and control solution. If new information is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meters and strips to investigate. No resolution is available. Addition for the follow-up report: on the 20th of february, the user contacted dario to report that after receiving the replacement of dario's strips and control solution, she used them to test her dario meter and new test strips, which the user reported are now working as expected. There is not enough information available regarding the old dario meters and strips to investigate. No resolution is available.

Event description:
On january 9th, the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported that the bg readings that she received from her dario meter when compared to her non-dario meter are not aligned.